Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported by a pt who underwent a cervical procedure utilizing anterior fixation plate and screws in 2006. The pt had "multiple complaints" after the procedure with one complaint that the "screws scraping". Per the doctor's nurse the implant date was 2005. Both cephalad screws backed out post op. The revision surgery was performed approx 17 months post op to remove the plate and screws.